Event description:
A report was received with the following event description: "at the time of an intervention by the hospital ambulance service, pressing the "charge" key did not cause the defibrillator to charge. Another device has fortunately been able to be used. Some minutes later, the defective device was tested and worked correctly". The patient's outcome was not reported. There were no adverse affects to the patient reported as a result of device use.

Manufacturer narrative:
Medtronic continues to investigate the reported event.